Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm started up the iabp unit in maintenance mode and ran a fiber optic test with a test module. The stm noted that the lamp output was out of range and disassembled the iabp unit and cleaned the bulbs. The stm retested but the results were the same. A new fiber optic bulb kit was installed and the stm retested the iabp unit and all results were within factory specifications. The stm ran the fiber optic test many time and all testing passed. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber-optic module error. There was no patient involved and no adverse event was reported.